Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
Related manufacturer report number 3006705815-2022-18991 and 3006705815-2022-18992. It was reported the patients ipg became inoperable following an unrelated surgery. Patient's leads had also migrated. Surgical intervention was undertaken on 07 december during which the entire system was explanted and replaced. Therapy was restored postoperatively.